Manufacturer narrative:
This report is being amended to reflect changes in device available for evaluation?, date received by MFR?, type of reports, if follow-up, what type?, device evaluated by MFR?. This report will be amended when our investigation is complete.

Manufacturer narrative:
(B)(4). Other devices used: the following devices were manufactured by zimmer inc. - (B)(4): catalog #65766201300, versys porous taper stem, lot #60831468. This report will be amended when our investigation is complete.

Event description:
It is reported that a patient's hip arthroplasty was revised due to pain and loosening. Black matter was found in the taper of the femoral head during revision.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Update to include: part: (B)(4), lot 60779865 (k840643) part: (B)(4), lot 60831468 (exempt)

Manufacturer narrative:
The versys femoral head was returned for review. Black debris was noted on the head taper. The dimensions were found conforming to print specifications where measured. The debris was semi-quantitatively analyzed under sem using eds. It was determined that the debris reveals foreign elements of carbon, oxygen, titanium, and calcium. The versys femoral stem was not returned for review and remains implanted. Pre-revision x-rays and MRI were returned. Review of the device history record report show no deviations or anomalies were noted in the manufacturing process for this lot. The reported devices are used for treatment. Review of the complaint history for the femoral stem in this complaint revealed one additional complaint of the same part and lot combination which dealt with in-vivo corrosion. No further complaints were found involving the femoral head part and lot combination reported. It was confirmed that the device was used in an approved and compatible combination. Relevant medical history and adherence to rehabilitation protocol are unknown. Eds results suggest that wear buildup between the femoral neck and head. It is not known if this buildup is due to taper corrosion, micromotion, or a combination of the two. Therefore a definitive root cause cannot be determined with the information provided.